Manufacturer narrative:
The customer reported that the battery would fail to stay inserted in the unit. On 10/19/2009, the unit was evaluated at philips and the failure was verified. Reseating both the battery compartment cover and the battery pca resolved the failure. We cannot determine the cause of this reported failure.

Event description:
The customer reported that the battery would fail to stay inserted in the unit.